Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow circumflex artery that was 80% stenosed. On (B)(6) 2014, the patient was hospitalized for angina. Angiography revealed 3 vascular lesions; therefore, a 3.0 x 23 mm xience xpedition stent was implanted in the circumflex lesion. The patient was discharged on (B)(6) 2014. Then, on (B)(6) 2015, the patient was seen for a 1-year follow-up. It was noted that the patient was re-hospitalized three times for angina, and a myocardial infarction was diagnosed. Electrocardiography (ECG) was performed and conservative treatment (medication) was administered. The patient was then discharged on (B)(6) 2014. The patient continues to experience angina. According to the physician, the relationship between the event and the device is not known. Subsequent to the initial report, the following correction was made. The date for the 1-year follow-up is (B)(6) 2015 and not (B)(6) 2015. No additional information was provided.